Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and high pacing impedance. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with high pacing impedance noted on the patient's right ventricular lead. Examination of x-ray imaging revealed lead dislodgement. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Correction: b6: field should reflect imaging performed.